Event description:
The customer reported that the equipment does not discharge the charge on the pt, even though the tests results are ok. No pt harm occurred.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.